Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation was poor during cataract surgery with intra ocular lens implant. The hole which was supposed to exist on the sleeve was found missing. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An opened pair of sleeves in a pack tray was returned and was visually inspected. For one of two sleeves, no port holes were found on the shaft of the sleeve. The supplier manufacturing process for the infusion sleeves involve molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The root cause of the customer's complaint of no hole and blocked aspiration is related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions, as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).